Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker is not functioning from the unit. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
H3 other text : material sent only.

Event description:
The customer reported speaker is not functioning. The device was in clinical use at the time of the event, no adverse event or patient harm was reported. The amz-cm pca amazon mb 12 touch was replaced to solve the issue.